Event description:
It was reported that a 42-year-old caucasian female patient underwent a breast augmentation revision with a 350cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 20, 2023, the mentor failure analysis lab received the device for evaluation. Upon receipt, the impacted device was confirmed to be the patient's left side device, serial# (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On may 1, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 350cc breast implant. Leak testing was performed, according to mentor procedure, and it revealed two (2) tears on the posterior view, tear (a) measuring approximately 0.6 cm and tear (b) measuring approximately 0.3 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of tear (a) and tear (b), and parallel striations were found in an area of both tears, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A second product was received (lot 9804254). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).